Event description:
It was reported that the target lesion was located in the right coronary artery with moderate tortuosity and mild calcification. Pre-dilatation was performed. The 2.25 x 15 mm xience xpedition stent was advanced and multiple attempts were made to advance the device across the lesion; however were unsuccessful. During the attempt to cross, the proximal shaft of the device separated two inches from the hub. The device was retracted without resistance. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. Two non-abbott stents were used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.